Manufacturer narrative:
Visual inspection confirms that the distal tip has sheared off at the base of the hexalobe. This failure is likely due to the applied torsional force being greater than the yield strength of the tip. Review of device history records showed no manufacturing or processing related irregularities that would cause or contribute to this failure mode. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the tip of the driver broke off while implanting an iliac screw. The tip was removed from the patient.